Event description:
It was reported that during a hemorrhoid procedure, after closing and firing the device, the surgeon noticed it lacked half of the staple line. "No important bleeding." The staple line was completed with manual sutures. There were no adverse consequences to the patient. The device is not available for returned.

Manufacturer narrative:
(B)(4). (B)(4). Information is unavailable; device was not returned for evaluation.